Event description:
It was reported, while in the o.r., the md found it was difficult to remove the guide wire out of the iab. As a result, the md used another iab with success. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.